Event description:
It was reported that the patient was experiencing overstimulation in the lower back. The patient also reported difficulty walking and pain. The patient was doing well following a program optimization.